Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported. The receiver data log was reviewed on 05/16/2016. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined. The complaint device was not returned for evaluation. However, the receiver (stk-dr-001 / (B)(4)) that was used with the complaint device was provided for investigation on 05/13/2016. A follow-up report will be submitted upon completion of device evaluation.

Manufacturer narrative:
(B)(4).

Event description:
The returned receiver was visually inspected and the universal serial bus (usb) connector and pins are damaged. Due to the condition of the device, the reported event of inaccuracies could not be confirmed. A root cause could not be determined.